Manufacturer narrative:
No product returned with inability to perform investigation.

Event description:
Information was received indicating that minutes following intubation with a smiths medical portex® sacett¿ suction above cuff endotracheal tube the patient was reported to not spontaneously breath anymore. It was reported that the cuff had been inflated without any issue and that the patient had been spontaneously breathing. The patient was then reported to desaturate with the thought that the cuff had lost its seal and deflated. Subsequently, the patient was re-intubated with type of ett with transition from spontaneous ventilation to mechanical ventilation. There were no further reported adverse patient effects.

Manufacturer narrative:
Returned six samples were received in new physical condition. No leak was observed when testing these six samples. The original complaint could not be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.